Manufacturer narrative:
Patient¿s date of birth was not provided. Patient¿s weight was not provided. The heartmate 3 lvas was implanted during the momentum 3 clinical trial, (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device ¿ 9 months. The patient remains ongoing on lvad support. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that on (B)(6) 2017 the patient fainted while having a bowel movement. During the week prior, the patient reported melena and fatigue. The lvad system produced the low flow alarm at the time of ICD shock and loss of consciousness. The loss of consciousness reportedly lasted 1 minute, then the patient felt better. The patient was admitted for acute anemia and gastrointestinal (gi) bleed. At the time of the event, the patient¿s anticoagulant was warfarin, which was held upon admission. Heparin was not started until (B)(6) 2017. The patient was transfused 4 units packed red blood cells (prbc) and 4 units fresh frozen plasma (ffp). On (B)(6) 2017 the patient underwent an upper gi endoscopy did not identify any bleeding sites. A colonoscopy was performed on (B)(6) 2017 due to hematochezia. One small localized angioectasia with stigmata of recent bleeding was found in the ascending colon. Coagulation for hemostasis using bipolar probe was successful. Adherent blood overlying the colonic mucosa throughout the colon was also observed. No additional information was provided.

Manufacturer narrative:
A specific cause for the reported gastrointestinal (gi) bleeding could not be conclusively determined. The system controller log file submitted for review contained approximately 12 days of data, the low flow hazard alarm activated due to the calculated flow falling below the 2.5 lpm threshold. There are four other low flows flagged but were not active long enough to activate the associated audio/visual alarms. The change in calculated average pi did not affect pump function and there were no other notable alarms active in the log file. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: it was reported that the patient was discharged (B)(6) 2017 with therapeutic inr, no further bleeding, stable pcv.